Event description:
A male pt underwent initial aaa repair in 2005. The pt received a zenith main body and two zenith iliac legs. The procedure was conducted without reported incident. In 2009, (the above mentioned male pt), it was found out that the right limb of the graft occluded and the left leg of the graft was found to have pulled up and the aneurysm extended down the left common iliac (1820334-2009-00682). The physician had to place two zenith iliac zt legs in the left side to extend it to the external. Then he did a fem-fem bypass on the pt. The physician has no idea of the original case in 2005 and that the anatomy looked like. It appears there may be a kink on the right that caused the occlusion. Due to the aneurysm growing around the left common iliac, it expanded and that caused the leg to pull up. The current status of the pt is unk.

Manufacturer narrative:
This product line was addressed all design control requirements and shown the device has met the predetermined requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU provides warnings and precautions including: "vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." The images from the case were reviewed and revealed an acute bend in the right limb, most likely due to the excessive tortuosity of the vessel. It is possible that the pt's anatomy could have changed in over four years since the original repair. The failure mode assigned to this case is kinked. This failure mode was determined based on the provided event description, and after reviewing returned images of the anatomy. A definitive root cause cannot be determined or reported at this time. However, the acute bend of the excessive tortuosity, of the pt's anatomy, may have been a contributing factor to the kink and occlusion. We will continue to monitor for similar complaints.